Event description:
Boston scientific received information that this entire system was explanted for infection. During the explant procedure, it was noted that the device setscrew was stuck. The device and leads were explanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.